Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the gastrointestinal videoscope had white foreign material inside the air/water channel. However, the device was returned without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: light guide cover lens was cracked; charging coupled device cover lens was scratched; bending section cover or distal sheath rubber; bending tube was shorten; connecting tube had a scratch; air/water nut painting peel off; suction cylinder nut painting peel off; key top#1 had a pin hole; universal cord buckles; angulation less than specified value; up/down and right/left knobs angulation play. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had white foreign material inside the air/water channel. There were no reports of patient involvement.